Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Thread broke during surgery. Suture broken/wrong size. The incident occurred on (B)(6) 2015 during minor surgery. The doctor was suturing a small incision at the time and the thread broke on minimal tension. The doctor thought the thread looked more like a 4/0 not 3/0 as stated on the box & inner suture packaging.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4). Tested the knot pull tensile strength and the diameter of the samples received the results fulfills the OEM requirements. As indicated in the dafilon instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.